Event description:
The hospital reported that during the saphenous vein harvesting procedure, two scissors of the harvesting cannula were broken. A replacement unit was used to complete the procedure. The hospital did not report any patient complications. Failure analysis confirmed that the toggle did not actuate scissors assembly on both units.